Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with a hernia. The patient was diagnosed with an inguinal hernia in early (B)(6) 2025 (date unknown). The patient had been having trouble with the pd catheter draining. It was determined the hernia was larger than assessed and it was affecting the catheter from draining. The patient underwent hernia repair surgery on (B)(6) 2025. The patient was placed on back-up hemodialysis (hd) for three weeks while the peritoneum rested after surgery. The patient went to the clinic for 500ml pd catheter flushes while completing back-up hd. On (B)(6) 2025 the patient was approved by the physician to re-start pd with low volume fills at 1500ml. There is no documentation to show that the hernia pre-existed prior to the start of pd therapy. The cause of the hernia is unknown.

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with a hernia. The patient was diagnosed with an inguinal hernia in early (B)(6) 2025 (date unknown). The patient had been having trouble with the pd catheter draining. It was determined the hernia was larger than assessed and it was affecting the catheter from draining. The patient underwent hernia repair surgery on (B)(6) 2025. The patient was placed on back-up hemodialysis (hd) for three weeks while the peritoneum rested after surgery. The patient went to the clinic for 500ml pd catheter flushes while completing back-up hd. On (B)(6) 2025 the patient was approved by the physician to re-start pd with low volume fills at 1500ml. There is no documentation to show that the hernia pre-existed prior to the start of pd therapy. The cause of the hernia is unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a potential temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of inguinal hernia with repair. However, there is no documentation of a causal relationship between the hernia and use of the liberty select cycler. It could not be confirmed if the hernia was pre-existing prior to the start of peritoneal dialysis therapy or if the hernia developed after the initiation of dialysis. Only 4.9% of pd patients develop hernia after the initiation of dialysis. Patients on pd therapy are at risk of developing a hernia for several reasons including increased stress on the muscles of the abdomen. There is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with a hernia. The patient was diagnosed with an inguinal hernia in early (B)(6) 2025 (date unknown). The patient had been having trouble with the pd catheter draining. It was determined the hernia was larger than assessed and it was affecting the catheter from draining. The patient underwent hernia repair surgery on (B)(6) 2025. The patient was placed on back-up hemodialysis (hd) for three weeks while the peritoneum rested after surgery. The patient went to the clinic for 500ml pd catheter flushes while completing back-up hd. On (B)(6) 2025 the patient was approved by the physician to re-start pd with low volume fills at 1500ml. There is no documentation to show that the hernia pre-existed prior to the start of pd therapy. The cause of the hernia is unknown.